Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy. A blood glucose measurement was not provided. No symptoms suggestive of hypoglycemia were alleged. Animas made several attempts to contact the patient for more information; however, the patient did not respond to these follow-up attempts. This complaint is being reported because there was an allegation of an inaccurate delivery of insulin by the pump. No adverse event is being reported in association with this complaint because the allegation of "low blood glucose" without reported blood glucose measurement or symptoms suggestive of hypoglycemia does not meet animas' criteria of a reportable serious injury.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump history showed that the pump was running on the incorrect time/date since(B)(6) 2016. The black box showed that the pump was manually suspended on (B)(6) 2007 at 23:22. A manual time/date change was then made from (B)(6) 2007 at 04:54 to (B)(6) 2016 at 16:57. Deliveries resumed at (B)(6) 2016 at 17:05. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test. The alleged issue could not be duplicated.